Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose levels 434 mg/dl. Customer stated that they received sensor updating message on pump. Customer was treated with the manual injection. Customer had blood glucose level over 200 mg/dl. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for the analysis.